Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/28/2020 additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device batch pjp988, and no non-conformances were identified additional h3 investigation summary: it was received for analysis an opened box with unopened samples of product code (B)(4), lot pjp988. The complaint sample was not returned for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or detached needles were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The devices performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 09/29/2020 corrected information: d1, d4 the following information was requested, but unavailable: was the needle removed from the patient during the same procedure? How many sutures were detached from the needle during this procedure? Procedure name and date? Event date? What was used to complete the procedure? Patient's condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? How many of the 16 sutures were detached from the needle during this procedure? Procedure name and date? Event date? What was used to complete the procedure? Patient's condition? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and a suture was used. During the procedure, the needle detached from the suture at the reinforcement zone. There were no adverse patient consequences reported. Additional information was requested.